Event description:
International customer injured an arm while attempting to replace a photometer lamp. The injury is described as topical scuffing and localized swelling and bruising on the affected portion of the arm. No medical intervention was performed to address this event. No patient samples were being processed at the time of event.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The cause of the injury was determined to be the limited travel of the thermal chamber door. The field service engineer made a modification to increase this door opening. The instrument is performing within specifications no further evaluation of the device is required.

Manufacturer narrative:
(B)(4) 2012, siemens healthcare diagnostics became aware of an incorrect address listed on the initial report 1226181-2012-00140 filed on (B)(4) 2012.